Event description:
The patient reports swelling below incision area and occasional limping. Patient doesn't find comfort with her implant. Patient feels that her muscles are getting tight and that she has been sore for the last seven months. Patient reports pain when walking. She will follow up with surgeon.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.